Manufacturer narrative:
The system controller was returned for evaluation. The evaluation of the returned system controller revealed a damaged (nonfunctional) lcd screen. Further evaluation of the system controller did not reveal any compromised components and the problem was isolated to the screen. The damaged lcd screen did not prevent the system controller from operating the test pump during analysis. The retrieved log file from the system controller revealed that the system maintained the desired set speed with no interruptions. The data captured a yellow wrench/replace controller alarm associated with lcd communication fault on (B)(6) 2016 at 23:10. Eighteen minutes later (at 23:28) the driveline was disconnected followed by disconnecting both power cables. There were no speed reductions captured in the log file prior to disconnecting the driveline. The investigation was unable to identify a specific root cause for the damaged lcd screen and the yellow wrench alarm associated with a lcd communication fault recorded in the log file. Multiple requests for additional information were made; however, no further information was provided. A review of the device history records revealed the device met applicable specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device ¿ 1 year, 2 months (calculated from the date when the system controller was issued to the patient.) The device was received for investigation. The evaluation is not yet complete. Additional information was requested, none was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). The patient's system controller was assessed by the lvad clinician in the clinic. It was reported that the system controller was "off" the previous night, and that a pump speed deceleration to 4750 rpm occurred. It was reported that the system controller's backup battery "functioned within normal limits", and that no alarms were observed. The patient¿s system controller was exchanged. The patient was asymptomatic. Additional information was requested, but was not provided.